Event description:
Physician reports that intraocular lens appeared cloudy/discolored at one day post-operative, improved around the periphery of the optic at 5 days post-operative, center remained unchanged. Lens removed and replaced on 04/27/99. Physician reports optic appeared clear after explant.